Event description:
Sepsis, respiratory failure, thrombocytopenia, intrahepatic cholestasis. Pt with a history of crohn's disease and multiple enterocutaneous fistulae. Pt was admitted to the hosp in 2000. The pt was severely malnourished, with an inflammatory and septic process as well as fluid and electrolyte disturbance preoperatively. Six days after admission the pt received four sheets of seprafilm for ileal and jejunal resections, division of ileorectal fistula and ileostomy. Pt was found to have a severe retroperitoneal inflammation in the right iliac fossa with involvement of the psoas muscle. On postoperative day 1, pt had fever, chills, increased white blood cell count, tachypnea, tachycardia, altered mental status, and low platelet count. The findings were consistent with sepsis, respiratory failure and thrombocytopenia. The pt was transferred to ICU where intubation was performed. Pt was given antibiotic medications, and blood and platelet transfusions. A tracheostomy was performed 19 days following surgery. Pt subsequently developed liver dysfunction. Endoscopy showed intrahepatic cholestasis secondary to sepsis and chronic illness. Pt remains in guarded condition at the present time. The treating physician believes the events are possibly study device related.